Manufacturer narrative:
Evaluation of the instrument logs found that there is no evidence that a mechanical fault(s) contributed to the sub-optimal tissue processing reported by the complainant. Investigation of this complaint had determined that the root cause of the sub-optimal tissue processing reported by the complainant is a user error. The laboratory stated that "we changed all the reagents in the machine. This corrected the problem. We are assuming that either the wrong reagent was poured in the bottles or the wrong alcohol concentration was chosen at the time it was manually entered in the software (touch screen)." It was not possible to determine which of these incorrect user actions occurred, because hydrometer readings for the relevant reagents were not provided by the laboratory.

Event description:
Leica biosystems received a complaint of sub-optimal processing of tissue in approximately 263 blocks. The complainant stated that: "the problem detected was water carry over into the alcohol, dehydration was compromised and the tissue had water present and was not processed. Technicians attempted to cut the blocks, but were not successful. The majority of the cases a diagnosis was rendered. Only 1 case/patient was not able to be diagnosed." The complainant also stated that: "we changed all the reagents in the machine. This corrected the problem. We are assuming that either the wrong reagent was poured in the bottles or the wrong alcohol concentration was chosen at the time it was manually entered in the software (touch screen)." On (B)(6) 2014, leica biosystems received information from the laboratory that the decision as to whether re-biopsy of the patient for whom a diagnosis could not be made remained with the pathologist and clinicians. As of (B)(6) 2014, information as to whether re-biopsy of this patient has been performed has not been provided to leica biosystems, despite several requests being made to the laboratory for this information.